Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05497. It was reported that the patient had low impedances on their leads. Surgical intervention took place (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.